Event description:
Reporter called on behalf of her husband. She reports that, since (B)(6) 2013, her husband's glucometer has been noticed to give varying results. When his blood sugar is retested, the value of the second test is always different from the original one. The results always has a difference of 15-25. This has been done numerous times and these varied results always occur. The reporter is concerned this could have been occurring long time ago but was not noticed. She also reports, she fears for her husband who has been taking good care of his diabetes. These wrong results might lead to wrongful interventions, worst of all if the results were high it could lead to overdosing and thus hypoglycemia. This can affect anybody.